Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that insyte pnk 20ga x 1.0in sheath split. This occurred on 50 occasions. The following information was provided by the initial reporter: material no: 381233, batch no: unknown. It was reported that the sheath splits after catheter is inserted. Complaint: the sheath the needle resides in until the catheter is inserted split. She said the tech described it as beveling or flowering out.

Event description:
It was reported that insyte pnk 20ga x 1.0in sheath split. This occurred on 50 occasions. The following information was provided by the initial reporter: material no: 381233 batch no: unknown. It was reported that the sheath splits after catheter is inserted. Complaint: the sheath the needle resides in until the catheter is inserted split. She said the tech described it as beveling or flowering out.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.